Manufacturer narrative:
Event description updated. Other relevant history: updated. Device available for evaluation updated. Device evaluated by manufacture updated.

Event description:
It was further reported that the first fiber was in use for 5 minutes.

Event description:
It was reported that during a bph procedure, after (B)(4) joules having been used, it was noted that the fiber was damaged at the "cab". It was further reported that the fiber tip was not retrieved. The fiber was exchanged and the procedure was completed utilizing a second fiber. Patient outcome: no injury to the patient reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4). The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap is protruding from metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.